Event description:
It was reported that the fluid warmer drape had a pin hole in it. No patient injury, infection, or complications were reported.

Event description:
It was reported that the fluid warmer drape had a pin hole in it. No patient injury, infection, or complications were reported.